Event description:
It was reported that a drop in r-waves was observed causing inappropriate shocks for post-sense t-wave oversensing. The sense/pace portion of the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.